Manufacturer narrative:
Results: pump pedal.

Event description:
It was reported by service report that the jacks pump pedal would not return to raised (pump) position. No pt involvement or adverse consequences are reported.